Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion noted at 4.4-4.7 cm from the pin consistent with lead friction to the device can. Another external insulation abrasion noted at 10.3-11.5 cm from the tip consistent with friction with another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.